Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to power on the dv5 system in standalone mode and found that the consoles 1 and 2 were not connecting to the rest of the system. The fse found an error 32321 on both consoles and replaced the common compute controllers (cccs) to resolve the issue. The system was tested and verified as ready for use. Isi did receive da vinci products involved with this complaint to perform failure analysis. The console 1 ccc was analyzed the reported issue was confirmed and replicated. The issue is not associate with an error code, so it could not be confirmed via lighthouse. The ccc was visually inspected, where no issues were found. The unit was taken to a programming station, where it was confirmed bricked. The console 2 ccc was also analyzed and the reported issue was confirmed and replicated. The issue is not associate with an error code, so it could not be confirmed via lighthouse. The ccc was visually inspected, where no issues were found. The unit was taken to a programming station, where it was unable to be pinged. The unit was then confirmed bricked via putty and vmware. The complaint was confirmed based on failure analysis.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system would not power on after or lost power. Technical support engineer (tse) instructed or staff to cycle system power to sleep mode. Tse instructed or staff to disconnect all blue fiber cable connections and cycle both console circuit breakers, cycle tower circuit breaker and cycle robot breaker. After cycling breakers for one minute, tse instructed or staff to power each component in standalone mode. Tower power button led is solid blue, robot power led is solid blue. Both console power button leds remain flashing blue. The procedure was aborted prior to patient involvement.